Event description:
Ous MDR - it was reported that approximately 78 months after the implant, during an ICD replacement, insulation damage of this lead was noted. The lead was explanted.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 12 cm distal of the is-1 connector pin. The proximal and the severely stretched distal fragment were returned for analysis. In-between, several cm of the lead body were missing. The exact length cannot be determined due to the severely stretched distal fragment. At several spots along the fragments, signs of abrasion could be seen. Especially 8.5 cm distal of the df-1 connector pin, severe abrasion could be seen, and the insulation was broken. At the is-1 connector, too, the insulation was damaged due to fraying. This damage is with high probability the cause for the clinical observation. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, a strongly coiled rope conductor to the shock electrode could be detected in the distal lead fragment. This conductor, as well as the inner conductor coil, was pulled out of the lead body in several loops. The lead body was torn open at several sites, and the shock coil showed deformations. These damages lead to the assumption of massive tensile forces during the extraction process, which speaks for strong ingrowth of the lead in the implanted state. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.